Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-oct-2023. The device evaluation was completed on 22-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. The damage could be related to excessive force or manipulation, but this cannot be conclusively determined. The root cause of the hole remains unknown. Also, the device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The force issue reported can be confirmed due to the condition observed in the pebax. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force errors¿ and the biosense webster inc. Analysis finding of the ¿hole in the pebax and reddish material inside the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force errors¿ and the biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. The carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit (piu). The caller tried re-zeroing several times and a 2604 error "force values missing" was displayed on the carto 3 system. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-nov-2023, there a hole in the pebax. Reddish material inside the pebax was also observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 22-nov-2023 and have assessed this returned condition as reportable.